Manufacturer narrative:
Concomitant medical product: w3dr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral stimulation. The right atrial (ra) lead exhibited high thresholds in bipolar configuration. In addition, the ra lead exhibited low impedance, noise, and elevated sensing integrity counter (sic). Reprogramming was performed, and the lead will continue to be monitored. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.